Event description:
The customer reported the device failed to display pads/paddles ECG. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by the local philips service rep and the state problem was confirmed. The power pca was found to have been the cause of this malfunction, so it was replaced. The device passed testing and was returned to the customer.